Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was removed in a secondary procedure. Additional information was requested.

Event description:
Additional information was provided that the replacement iol is the same model iol with a 1.5d difference in power.

Manufacturer narrative:
This supplemental medical device report (smdr # 01) is being filed for additional information and to correct the date that was previously submitted on the initial MDR. Date submitted as 10/02/2019 was in error. The correct date is 10/01/2019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient was farsighted following the initial procedure. There was no patient harm.